Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 197 mg/dl. A systems check was performed with tandem technical support and no issues were identified, however a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.